Event description:
It was reported that, "it was reported that "the pt underwent hip replacement surgery on or about (B)(6) 2006". It was further reported that, "after implantation, the pt began experiencing significant pain, constant irritation and discomfort in the location of her hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs. No additional info is available at this time. The devices are not available due to the ongoing litigation.